Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an inappropriate shock due to noise and oversensing. Technical services (ts) suspected this electrode had pulled back into the s-ICD pocket and shorted the s-ICD when the shock was delivered. The presenting subcutaneous electrocardiogram (s-ECG) appeared nearly flat. Ts recommended obtaining x ray imaging and that this patient emergently get to the hospital for evaluation, ultimately recommending system replacement. Subsequently, this s-ICD system therapy was turned off. Additional information is being requested from the field. No additional adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.